Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet and a loose/detached set screw. (B)(4).

Event description:
It was reported that during the implant procedure, there was "a problem to fix the right ventricular (rv) lead into the header of the connector." The device pocket was re-opened, fixed again and the device was then replaced. No patient complications have been reported as a result of this event.